Event description:
During a neurology case, doctor had a 3max catheter up in the brain over a wire. He pulled the catheter out. During a contrast injection he discovered the tip of the catheter had broken off and was in the vessel. The doctor then used various snares to successfully retrieve the broken piece. Patient had no ill effects from procedure.